Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a 73-year- old female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the patient suffered cardiac perforation requiring pericardiocentesis and ultimately died. It was reported that the patient suffered a perforation of the left ventricle during the procedure. A "pretty significant" pericardial effusion was discovered via intracardiac echocardiography (ice) imaging while drawing contours with cartosound. Perforation was confirmed with soundstar. The patient did not have any symptoms. The thermocool® smart touch¿ bi-directional navigation catheter and decanav catheters were removed from the body, protamine was administered, and a pericardiocentesis was performed with 200ml of fluid removed. The tube was left in place. The procedure was abandoned. There was no evidence of any effusion present before the procedure. The patient was stable and transferred to the intensive care unit (ICU). This adverse event was discovered during use of biosense webster inc (bwi) products. The physician stated there was a perforation of the left ventricle, but unsure how this happened. The ablation catheter was visualized "beyond" the fast anatomical map (fam) volume at one point, with contact force of 28 g. The patient outcome of the adverse event was reported to be stable. A transseptal puncture was not performed. Prior to noting the perforation, ablation was performed with 3 lesions created. There was no evidence of steam pop. The thermocool® smart touch¿ bi-directional navigation catheter had the flow setting of 17/30 ml as per the instructions for use (IFU). No error messages were observed on biosense webster equipment during the procedure. On 19-oct-2022, additional information was received from the bwi representative indicating the patient died either late last night or this morning. On 25-oct-2022, more information was received indicating the perforation did not occur during ablation. A smartablate generator was used during the procedure with the correct catheter settings and the irrigation pump was switching from ¿low¿ to ¿high¿ flow during ablation. Dashboard, vector, and visitag force visualization features were used. The parameters for stability used with visitag were suggested parameters of range 3mm, time 3 sec, force over time 25% 3gr. No additional filter was used with the visitag. Force time intervel (fti) color option was used prospectively.